Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 232 mg/dl. Customer was assisted in performing a 5.0 fixed prime. Customer stated that the insulin did exit. Customer was able to remove the set and stated that the cannula was not bent. It was explained that there may be a possible site related issue, possibly due to a bent cannula or a site/set occlusion. Customer was advised to change the entire infusion set. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.